Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation results: the cable and related handpiece were received for evaluation. During testing of the cable and handpiece together, the handpiece was found to activate on its own briefly. This was found to be related to wear damaged parts which allowed for excessive movement between the cord and handpiece. Conmed linvatec will continue to monitor these devices for failures.

Event description:
It was reported that prior to surgical use, the handpiece used with the universal cable activated on its own. An alternate handpiece/cable was used to perform the procedure and there was no reported injury or delay.